Event description:
A customer reports he sees "splays" of light on either side of light sources following intraocular lens (oil) implant surgery. The oil was implanted in 2005. Add'l info has been requested from the implanting surgeon.

Manufacturer narrative:
H3, 6: the complaint device associated with this report has not been rec'd for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number. Add'l info was requested from the surgeon by fax and by mail on 11/3/2006. A f/u call was conducted on 11/8/06. Add'l info was provided during the f/u call. A completed questionnaire has not been rec'd to date.